Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting ranges from 108 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 263 mg/dl and 249 mg/dl. Verified storage of test strips is within instructed specification . Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 185 mg/dl (B)(6) 2015 06:30 am; 237 mg/dl (B)(6) 2015 06:30 am; 238 mg/dl (B)(6) 2015 06:30 am; 228 mg/dl (B)(6) 2015 06:30 am; 319 mg/dl (B)(6) 2015 06:30 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting ranges from 108 to 200mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(4) 2015 produced results of 263mg/dl and 249mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 185mg/dl, (B)(6) 2015 06:30am. 237mg/dl, (B)(6) 2015 06:30am. 238mg/dl, (B)(6) 2015 06:30am. 228mg/dl, (B)(6) 2015 06:30am. 319mg/dl, (B)(6) 2015 06:30am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.